Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, a 5x40 precise pro rx carotid self-expanding stent (ses) did not deploy. A non-cordis stent was used to complete the procedure. The user stated that they "heard and felt a pop and would not deploy the stent ". There was no reported patient injury. The intended lesion was the internal carotid artery (ica). The vessel was moderately calcified and tortuous with a stenosis percentage of 70. There was no acute angle and no chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment. There was no indication that the stent was prematurely deployed. The device was not attempted to be deployed outside of the body. The device was stored and prepped according to the instructions for use (IFU). The user is trained to the device. A non-sterile unit of ¿precise pro rx ous carotid sys¿ was received for analysis. A thorough visual inspection was performed on the unit observing the following conditions: the device is not deployed with the stent stuck inside the pod. The device presented with a separated condition that exposed the braid wire located approximately 20 cm from the distal tip. A kinked condition was observed located approximately 146 cm from the distal tip. The hemostasis valve was returned tightly closed. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Sem analysis was not performed because the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was evaluated with a vision system, which presented evidence of elongations on both edges. The failures reported by the customer as ¿outer sheath~separated¿ and ¿inner shaft~ exposed braid wire/corewire¿ were confirmed, the returned unit presented with a separated condition, and the braid wire is exposed due to the separation. Also, a kinked condition was observed on the returned unit. The exact cause of the observed kink and separation could not be conclusively determined during the analysis. It is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. Procedural and/or handling factors may have contributed to the observed damages. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5x40 precise pro rx carotid self-expanding stent (ses) did not deploy. A non-cordis stent was used to complete the procedure. The user stated that they "heard and felt a pop and would not deploy the stent ". There was no reported patient injury. The intended lesion was the internal carotid artery (ica). The vessel was moderately calcified and tortuous with a stenosis percentage of 70. There was no acute angle and no chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment. There was no indication that the stent was prematurely deployed. The device was not attempted to be deployed outside of the body. The device was stored and prepped according to the instructions for use (IFU). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: pe presents a separated condition that exposed the braid wire.